Event description:
It was reported that one increased intra-peritoneal volume (iipv) event occurred on the homechoice (hc) during use. The home patient (hp) was feeling overfull and wanted to drain. The technical service representative (tsr) had the hp press stop and arrow down to the manual drain and then press enter. The hp stated that no bypasses were done and no manual exchanges were performed prior to the event. The fill volume was 2400ml. The drain volume was 4160ml. The tsr advised the hp to use manual supplies for the night. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). During the evaluation, the device passed both the homechoice return instrument test/evaluation (rite) electrical and the rite functional test. The external and internal visual inspection were performed without any problems. All pressures were determined to be correct and stable. The device passed seal, purge and wet disposable integrity test. A short simulated therapy was performed without any issues. During product analysis lab evaluation of the device, no failure or malfunction was identified that could have caused or contributed to the reported issue. The reported issue was confirmed in the log. However, the reported issue was not duplicated during evaluation. The cause of the reported issue was determined to be an insufficient drain, where one or more cycles advanced to the next fill when slow/no flow occurred above the minimum drain volume threshold. The device will be sent to the service area for servicing. Should additional relevant information become available, a supplemental report will be submitted.